Manufacturer narrative:
Manufacturer's investigation conclusion: the report of breaks in the driveline's outer jacket cannot be confirmed via this investigation, as no images of the reported damage were received for evaluation. The account reported that the driveline had been previously repaired with rescue tape; however, the exact dates are unknown. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). No further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate ii left ventricular assist system (lvas) instructions for use outlines the indications of driveline damage, as well as how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The current heartmate ii lvas patient handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The dates for rescue tape application are unknown and not able to be provided by the vad coordinator. Therefore, the date for this event has been estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that, on examination, the patient's driveline was noted to have some breaks in silicone cover with some parts covered with rescue tape.